Manufacturer narrative:
Additional information: h4 and h6 h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the primary packaging of an unspecified quantity of clearlink continu-flo solution sets were damaged. The damaged packaging was discovered prior to use. There was no patient involvement. No additional information is available.